Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported system error 322, which was not reproduced during evaluation. A review of the event history log identified system error 322. The reported condition was verified. The cause was determined to be a failing lower link switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no issues that could have caused or contributed to the reported issue. Evaluation experienced a delayed keypad response time during testing. The cause was identified to be a failed processor printed circuit board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). The process step was not provided by the reporter. There was no known patient injury or medical intervention associated with this event. No additional information is available.